Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device was scratched. A visual inspection was performed and showed the scope to have distal tip damage and a scratched negative lens. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that during a shoulder scope procedure, the device was scratched. Back-up device was not available and it is unknown if the procedure was completed. Delay or patient injuries were not reported.